Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot qdbdgcq0 number, and no non-conformances were identified. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, weight, bmi at the time of index procedure. What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Other relevant patient history/concomitant medications? Please describe any medical/surgical intervention required for this suture event including dates and results. Is the potassium permanganate solution considered over the counter disinfectant or prescription? When the 3 suture knots were removed, was any re-suturing performed? Was a second procedure done? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Please clarify if any infection occurred or is there was just a risk of infection? Were cultures performed? Results? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Are there any photos available?

Event description:
It was reported that the patient underwent childbirth on (B)(6) 2021 and suture was used for an episiotomy. During delivery, the perineum was given routine disinfection due to long perineum. After delivery, the suture was given for interrupted suture of perineal incision. The intradermal suture was given to the skin at the perineum. The preoperative and intraoperative sterile operation requirements were followed. The absorbable suture was examined within the validity period. The doctor detected that the parturient's perineal wound healed well and the patient was discharged after 3 days of observation in the postpartum area. The patient came back to the hospital 11 days after delivery and complained of foreign body sensation at the perineal wound, slight local erythema and inflammation , and tenderness at the suture site. After the obstetrician disinfected the perineal wound with 0.5% iodophor, the sterile forceps were used to remove 3 suture knots in the local erythema and inflammation area. The patient complained of relieved perineal pain. After the operation, the wound was washed with 1:5000 potassium permanganate solution twice a day. The patient was informed to keep the perineal wound clean and get it washed when urinating. Followed up visit would be needed if any discomfort. In this event, perineal wound pain could affect the patient's sleep and causes difficulty in feeding the newborn, increasing the risk of infection. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/15/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: are there any photos available? No. The following information was requested but unavailable: according to feedback of the sales, no additional information can be provided. Please provide the patient's demographic information including age, weight, bmi at the time of index procedure. What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Other relevant patient history/concomitant medications? Please describe any medical/surgical intervention required for this suture event including dates and results. Is the potassium permanganate solution considered over the counter disinfectant or prescription? When the 3 suture knots were removed, was any re-suturing performed? Was a second procedure done? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Please clarify if any infection occurred or is there was just a risk of infection? Were cultures performed? Results? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?